Event description:
It was reported that during a routine follow up this right ventricular (rv) lead was noted to be dislodged. A revision took place and the physician felt the helix mechanism system was not working properly thus the lead was replaced. No additional adverse patient effects were reported. Should the lead be returned, this investigation will be updated.

Manufacturer narrative:
This report is being filed to correct the outcomes attributed to adverse event field.

Event description:
It was reported that during a routine follow up this right ventricular (rv) lead was noted to be dislodged. A revision took place and the physician felt the helix mechanism system was not working properly thus the lead was replaced. No additional adverse patient effects were reported. The lead was disposed and will not be returned.

Event description:
It was reported that during a routine follow up this right ventricular (rv) lead was noted to be dislodged. A revision took place and the physician felt the helix mechanism system was not working properly thus the lead was replaced. No additional adverse patient effects were reported. The lead was disposed and will not be returned.